Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reportedt hat there was no malfunction on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing issue and the right atrial (ra) lead exhibited undersensing. The leads remains in use. No patient complications have been reported as a result of this event.